Event description:
A nurse reports after three days in situ the flexi-seal fms expulsed spontaneously with a deflated retention balloon. The fms was reinserted, balloon inflated and the nurse noted 'the balloon is draining in the inferior part of it' and there is evidence of 'terain of the balloon'.

Manufacturer narrative:
Additional information was received on 07/02/2015. Third party manufacturer reviewed the routers for lot # 13vm528516 and determined no deviations or discrepancies were noted and the lot was manufactured without incident. The retain samples for this lot were inspected and found to be functional and non-defective. Each retain sample tested functioned properly and without incident. After a thorough batch review, no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction should additional information become available, a follow-up report will be submitted.